Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable no patient contact reported. If explanted, give date: not applicable no patient contact reported. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge's tip, of the preloaded delivery system model pcb00, was defective/deformed and the intraocular lens (iol) was not implanted into the patient's eye. Neither the cartridge or the lens had patient contact. A new lens was used. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/23/2016. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the plunger was not in a full advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. Lens was observed correctly placed into the lens storage area. No assembly error and/or defect related to manufacturing process were observed in the preloaded insertion system. Residue of viscoelastic solution were observed on cartridge which indicated that the unit was handled and prepare for surgical use. Heavy dent/distortions were observed on cartridge tip. No crack defect was observed on cartridge tip. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.